Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a watchdog timeout alarm on the insulin pump. Customer stated that his pump shut off and was not working. Customer was watching a movie and when he went to check his blood sugar, the pump stopped working and there was an alarm message. Customer was unable to complete troubleshooting because the call was disconnected. Customer was left a voicemail message to call back to continue troubleshooting.